Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages after filling a cartridge with 200 units of insulin. Then, the customer reported adding an additional 150 units of insulin to the cartridge and received another minimum fill message. Several hours later, the customer loaded a new cartridge successfully with 200 units of room temperature insulin. The customer's blood glucose level was 204 mg/dl.